Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and radiculopathy. It was reported that the patient¿s stimulator was turning itself off. The patient stated that when then stimulator depletes from half battery to a quarter, the stimulator turns off. The patient confirmed with the patient programmer (pp) that the stimulator was off. Additional information was received via a manufacturer representative from a consumer regarding the patient on (B)(6) 2018. It was reported that the patient over-discharged her battery. About six months prior to the report, the implantable neurostimulator stopped working and would not hold a charge. It would turn off occasionally and she would have difficulty recharging. The patient allowed the implantable neurostimulator to over-discharge, but the date that this occurred remains unknown (approximately 6 months prior to the report). The implantable neurostimulator was replaced with a new system on (B)(6) 2018, and the issue was resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.